Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+2.0/060 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.